Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the azurion device would not start up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the suite pc. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system does not boot. The system logfiles were checked and troubleshooting found that an issue with the suite pc was causing the system start-up issue. To resolve the reported issue, the suite pc was replaced, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.